Manufacturer narrative:
The explanted device was discarded by the medical facility and was not returned to bsn for analysis.

Event description:
A report of a patient to be explanted was received. The patient consulted with a neurosurgeon due to intense hyper algesia (intense pain) at the pocket site. The device was working properly and providing pain coverage in the patient's target areas, however, the pocket site pain was significant enough that the patient decided to be explanted.